Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd nexiva single port, 18g x 1.25 leaked from the septum. The following information was provided by the initial reporter: reported that blood/fluid was leaking from the septum of the nexiva catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6), 2023 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 18g nexiva unit with no product documentation to indicate the reference or lot number. A gross visual inspection of the returned unit found that blood residue was present only at the back end of the catheter adapter between the grey canister and the wall of the catheter adapter. This is indicative of leakage. Further microscopic inspection found no obvious misalignment of the primary septum and no other damage to the components were identified. The unit was dissected for further inspection where no damage was identified. As no blood residue path was found along the whole length of the canister and no other damage or misalignment was identified, it is likely that the blood escaped through the secondary septum. The secondary septum was not further inspected as the dissection process to fully inspect the component would result in the component being destroyed. Nonetheless, given the lack of evidence for other root causes, damage to the secondary septum remains the most likely root cause. During manufacturing, damage to the secondary septum may occur due to misalignment of the components or from damage/wear to the insertion station or vacuum probe. During manufacturing, operators perform leak testing and inspections for damaged components per the sampling and quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that 2 of the bd nexiva single port, 18g x 1.25 leaked from the septum. The following information was provided by the initial reporter: reported that blood/fluid was leaking from the septum of the nexiva catheter.

Event description:
It was reported that 2 of the bd nexiva single port, 18g x 1.25 leaked from the septum. The following information was provided by the initial reporter: reported that blood/fluid was leaking from the septum of the nexiva catheter.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.